Event description:
Reportedly, the suture appeared to have frayed and then broke, post operatively. Suture used for abdominal closure, pt brought back, due to wound dehisence, because the suture broke. The surgeon re-closed the wound.